Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device analysis: analysis of the returned device identified creases fold, wear abrasion, opening curved on anterior and white particles inner device. Leak test and microscopic analysis was performed which identified a sharp opening on anterior, non-penetrating nicks and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment was "a sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening."

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.